Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, approximately one week after their pacemaker was implanted, they continued to experience shortness of breath. Follow-up with the clinic indicated that the patient has not yet been seen for a routine device check. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.